Event description:
A report was received that a patient's precision system was explanted due to an infection at the lead and pocket sites. The patient experienced redness at both sites and was prescribed oral antibiotics. The physician does not believe that the infection is device or procedure related, as the patient failed to notify the physician that she had an open wound at the time of implant. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility.